Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). Loosened prosthesis type univation has loosened which leads to revision surgery. Almost no adherence to the cement could be detected. All med watch submissions related to this report are: 9610612-2018-00017, 9610612-2018-00018.